Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server displayed devices with upload processing failure error. The technical support specialist (tss) dialed into the station, reviewed the logs, and verified that the station was communicating with the server. The tss then connected to the server and confirmed the presence of an upload processing failure notice in the health sight viewer. The synchronization information was reviewed, and an error was identified. The tss applied knowledge article "1.7.x server upload processing error user encounter association," verified that no other upload processing errors with the same encounter key were present for the station, deleted the attention notice, and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a device uploading error occurred. In the bd healthsight viewer, device was displayed as critical under "devices with upload processing failure." The pyxis station itself did not display any error messages on the screen. There were no delay or adverse events or injuries reported based on this event.